Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 01-jun-2016 which refers to herself. She is a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted (no details reported). Consumer had the coils put in. She reported nothing but problems from a lot of pain. Essure devices were removed and she has not recovered from the pain. Follow-up information received on 16-jun-2016 from consumer: date of birth was provided. She stated that has no allergies (no that she is aware of), but reacts if she has many metal earrings in. The reason she was introduced to this birth control was her doctor felt she was on the birth control pill too long so she thought this would be a good thing. During essure procedure, the doctor could only get the left side in. Tried right but didn't work. So had to go back in at a later date for the right side. Essure therapy was first started in 2007 and ended in 2011. Every since the coils were put in, she experienced heavy bleeding, gained weight and also experienced a lot of pain. She reported she still had pain in the left side, wondering if the coil got lose and moved, before the doctor did the hysterectomy. She presently had high blood pressure, but it was under control. She denied other medication. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding, a lot of pain (seen as abdominal pain) and wondered if the coil got lose and moved before the hysterectomy. Essure devices were removed and she has not recovered from the pain. Genital bleeding, device dislocation and pelvic pain are listed in the reference safety information for essure. Pelvic pain, bleedings and device dislocation may occur during essure use. In this case, no alternative explanation for these events was provided. Based on their nature, a causal relationship between these events and essure insert cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up received on 28-jun-2016 case became potential legal. Follow up information received on 04-jul-2016: the consumer stated essure harmed her. Follow up information received on 05-jul-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding, a lot of pain (seen as abdominal pain) and wondered if the coil got lose and moved before the hysterectomy. Essure devices were removed and she has not recovered from the pain. Genital bleeding, device dislocation and pain are listed in the reference safety information for essure. Abdominal pain, bleedings and device dislocation may occur during essure use. In this case, no alternative explanation for these events was provided. Based on their nature, a causal relationship between these events and essure insert cannot be excluded. This case was regarded as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('a lot of pain / chronic abdominal pain / physical pain'), device dislocation ('wondering if the coil got lose and moved / migration of the essure device to the abdominal cavity'), fallopian tube perforation ('perforation of fallopian tubes'), genital haemorrhage ('heavy bleeding / excessive bleeding'), perforation ('perforation of other organs') and uterine perforation ('perforation of the uterus') in a 42-year-old female patient who had essure (batch no. 623822, 624835) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included blood pressure high. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), complication of device insertion ("the doctor could only get the left side in, right side did not work"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"), was found to have weight increased ("gained weight") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery. Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage, perforation, uterine perforation, complication of device insertion, weight increased and pregnancy with contraceptive device outcome was unknown and the pelvic pain, back pain, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal pain, complication of device insertion, device dislocation, genital haemorrhage and weight increased with essure. The reporter considered alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that despite the surgical removal of the essure device, the patient continues suffer physical symptoms and mental anguish. Quality-safety evaluation of ptc: in this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-jan-2021: the essure lot number was provided and essure model was updated (from ess305 to ess205). New reporter types (lawyers), new as reported events (chronic abdominal pain , excessive bleeding, physical pain) and new adverse events (pelvic pain, unintended pregnancy, migration of the essure device to the abdominal cavity or pelvic cavity, unintended pregnancy, perforation of the uterus, fallopian tubes and other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety, depression, psychological stress) were provided. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('a lot of pain / chronic abdominal pain / physical pain'), device dislocation ('wondering if the coil got lose and moved / migration of the essure device to the abdominal cavity'), fallopian tube perforation ('perforation of fallopian tubes'), genital haemorrhage ('heavy bleeding / excessive bleeding'), perforation ('perforation of other organs') and uterine perforation ('perforation of the uterus') in a 42-year-old female patient who had essure (batch no. 623822, 624835) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included blood pressure high. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), complication of device insertion ("the doctor could only get the left side in, right side did not work"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress"), was found to have weight increased ("gained weight") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (using the essure)"). The patient was treated with surgery. Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage, perforation, uterine perforation, complication of device insertion, weight increased and pregnancy with contraceptive device outcome was unknown and the pelvic pain, back pain, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal pain, complication of device insertion, device dislocation, genital haemorrhage and weight increased with essure. The reporter considered alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that despite the surgical removal of the essure device, the patient continues suffer physical symptoms and mental anguish. Lot number: 623822 manufacturing date: 2007-03 expiration date: 2009-02. Lot number: 624835 manufacturing date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("a lot of pain / chronic abdominal pain / physical pain"), device dislocation ("wondering if the coil got lose and moved / migration of the essure device to the abdominal cavity"), fallopian tube perforation ("perforation of fallopian tubes"), genital haemorrhage ("heavy bleeding / excessive bleeding"), perforation ("perforation of other organs") and uterine perforation ("perforation of the uterus") in a 42 year-old female patient who had essure inserted (lot no. 623822, 624835) for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device insertion failed ("the doctor could only get the left side in, right side did not work") and device ineffective ("device ineffective"). The patient had a medical history of vomiting, break-through bleeding, parity 2 and gravida ii. She is non smoker and takes no alcohol. She has no allergies to medications. Previously administered products included: enalapril. The patient had a family history of cancer and ovarian cancer. Concurrent conditions were listed as nausea, dysfunctional uterine bleeding, overweight, abnormal uterine bleeding, dysmenorrhea, intermenstrual bleeding, menorrhagia and blood pressure high. On (B)(6) 2007, the patient had essure inserted. On unknown date she experienced abdominal pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), genital haemorrhage (seriousness criterion intervention required), perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), pelvic pain ("pelvic pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy (using the essure)"), hypersensitivity ("allergic reaction"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety / mental anguish"), depression ("depression") and stress ("psychological stress") and was found to have weight increased ("gained weight"). The patient was treated with surgery ( laparoscopic hysterectomy and bilateral salpingectomy, possible oophorectomy and on (B)(6) 2010 novasure ablation). Essure was removed on (B)(6) 2011 at the time of the report, the pelvic pain, back pain, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and stress had not resolved. The outcomes for abdominal pain, device dislocation, fallopian tube perforation, genital haemorrhage, perforation, uterine perforation, weight increased and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered alopecia, anxiety, back pain, depression, fallopian tube perforation, fatigue, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, genital haemorrhage, weight increased or device dislocation. The reporter commented: despite the surgical removal of the essure device, the patient continues to suffer from physical symptoms and mental anguish. On (B)(6) 2008 essure tubal sterilization - right side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2007: essure coils are seen within the left fallopian tube. Contrast was seen opacifying the uterus as well as the right fallopian. Tube. No contrast was seen opacifying the left fallopian tube in keeping with successful obstruction [pathology test] on (B)(6) 2010: clinical history: rule out hyperplasia/ cancer. Diagnosis: endometrial biopsy: simple endometrial hyperplasia; on (B)(6) 2011: specimens: uterus, cervix, bilateral tubes clinical history : dub (dysfunctional uterine bleeding) gross description: both fallopian tubes have patent lumen and appear unremarkable diagnoses: uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: chronic cervicitis proliferative endometrium adenomyosis unremarkable fallopian tube [ultrasound pelvis] on (B)(6) 2008: the proximal left essure coil is situated at the uterotubal junction with the distal end in the adnexa. No coil could be demonstrated on the right hand side. Patient requires a plain radiograph to assess where the right coil is. This study does not exclude either expulsion of the coil into the peritoneal cavity or distal migration of the coil into the distal tube which is not visualized. [X-ray of pelvis and hip] on (B)(6) 2008: both essure coils are demonstrated within the pelvis and show normal curvatures. Lot number: 623822 manufacturing date: 2007-03 expiration date: 2009-02 lot number: 624835 manufacturing date: 2007-06 expiration date: 2009-05. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 08-apr-2024: medical record received. Lab data (surgical pathology report) added. Medical history added. Essure removal date updated. New reporter (lawyer) added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs